Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "defib disabled" and "defib fault 84" messages. Complainant indicated that there was no pt involvement in the reported malfunction.